Manufacturer narrative:
Added information to d8. H6: investigation results - the revision reported may have been the result of loosening, osteolysis, and polyethylene wear as stated in the legal documentation. The aseptic (non-infected) loosening may have been the result of both patient-related conditions and insufficient bonds between the implants and the bones. The extent and root cause of the reported polyethylene wear and osteolysis cannot be determined as the explanted devices were not returned for evaluation and radiographs, photographs, or operative notes were not provided.

Event description:
As reported by the legal brief, on (B)(6) 2021 surgeon performed the revision tkr and this time implanted the defective optetrak device. In (B)(6) 2022, patient began experiencing increased and worsening pain from her prior (B)(6) 2022 visit. At this time patient was experiencing, among other things; inability to exercise; reduced ability to walk; pain while traveling for work; pain worsening throughout the day require ice therapy; increased swelling; inability to bear weight; ¿clicking: in the knee; and increased sharp pain and achiness in her right (non-surgical) knee. In (B)(6) 2022 patient received two (2) separate letters from hospital advising of the subject recalls. On (B)(6) 2022 patient underwent her third tkr and second revision surgery. This was patient's 2nd total knee revision and her 3rd knee replacement surgery in 2 years. During this surgery, due to the complexity of removing the cemented device in her femur, she experienced significant blood loss requiring 2 blood transfusions and a fractured femur. This also required an extended stay in the hospital as well as the need for non-weight bearing with crutches for 6 weeks. Upon information and belief, the loose components and osteolysis in patient¿s left knee was due to premature polyethylene wear of the tibial insert.

Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.